Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the rv lead during dft testing was noted. No externalized conductors were noted under fluoroscopy. Possible lead damage was noted. The lead was capped during the ICD replacement for advisory. The patient was stable before, during and after the procedure.